Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of no image as follows: due to the age of the device, the issue likely occurred due to a failure associated with long-term use or a failure of the latching mechanism of the video connector, which prevented reliable connection of the video scope.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was not confirmed. The service technician completed five and half hour burn-in test. Unit tested along with several test scopes. Service technician found unit has normal image. However, found a worn out lock latch on video connector causing loss of image when wiggle the pigtail. Video connector to be replaced. Unit needs update of software version. The cause can be attributed to a wear issue. No further information was reported.

Event description:
The customer reported to olympus that the device had no image. There was no patient injury reported.